Event description:
Boston scientific received information that one day post implant, this right ventricular lead dislodged. A revision procedure was performed. This lead was removed and replaced with an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.